Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-93856.

Event description:
The customer was hospitalized due to high blood glucose of 488mg/dl. The caller stated that she had issues with air bubbles when filling new reservoirs. The customer stated that when she connects the transfer guard to the insulin vial feels very loose and bobbles. No further information was provided.